Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a lead pin stuck in the atrial port. The pin can be wiggled with a tweezers, but it can¿t be removed. The header is slightly loose. The header was cut near the tip of the atrial pin so the pin could be pushed out of the lead barrel. It was very difficult to push the pin out of the lead barrel as the silicon of the lead seal rings was bonded to the silicon seal in the lead barrel. Therefore damage to the header was induced by the action taken to remove the lead. The device passed returned product electrical testing.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the right atrial (ra) lead was stuck in the header and could not be removed. A portion of the lead remained in the header and the rest of the lead was surgically abandoned. A new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and currently undergoing detailed analysis. This report will be updated when further information becomes available.